Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the insulin pump kept alarming no delivery. Customer's blood glucose was unknown. Customer's mother stated, she resolved the alarm with a complete set change unable to troubleshooting. Customer wears the site on leg. No further information reported.